Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the programmer displayed autonomous movement and it was noted that finger touch test failure was observed, however analysis was unable to confirm the customer comment that the programmer failed the touchscreen software update. It was noted that the stylus was unable to work correctly, the media door bay latch, power cord door and hinge screws were all missing. The system fan was noisy, the keyboard latch was broken and the upper display was unable to remain in place with both hinges damaged. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Continuation of d10: product ID 2067 lot# serial#(B)(6) implanted: explanted: product ID 229047 lot# serial# (B)(6) imp lanted: explanted: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the touchscreen software update and demonstrated autonomous cursor movement. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.